Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm trifecta valve was successfully implanted. Approximately 2 months post implant, the patient reported shortness of breath. About 2 and a 1/2 years post implant, aortic insufficiency was confirmed, and the physician decided to explant the valve due to structural valve deterioration. On (B)(6) 2023, the valve was successfully explanted and a 25mm epic plus valve was implanted as a replacement. A leaflet tear was observed on the explanted trifecta valve. The patient was reported as recovering.

Manufacturer narrative:
Explant of the device due to aortic insufficiency was reported. The investigation found that all three leaflets were torn. Degenerative changes were present in leaflet 2. A thin layer of fibrin was present on all three leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.